Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 plus ventilator had loss of ventilation. Transportation staff reported that during transportation of a patient the unit ventilated the patient normally for approximately five minutes into the trip, when the staff noticed the patient was saturated and noticed that the ventilator had ceased ventilating. Staff had to bagged the patient the rest of the trip for about an hour until they were able to switch the patient to another ventilator. There was harm or injury to the patient.